Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, the black box and alarm history showed no evidence of a short battery life. The battery compartment and the returned battery cap were undamaged and able to fit securely. The ez-prime steps were performed correctly with all currents readings within specification. The "short battery life" complaint was unable to be duplicated. Unrelated to the original complaint, there was evidence of moisture ingress observed in the battery canister. The pump's cover was removed and there was no further moisture ingress or any intermittent condition found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.